Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and replaced one vacuum pump diaphragm and one wz1 manifold kit valve. A review of the service history for the analyzer did not identify issues that may have contributed to the current complaint. There have been no additional occurrences of discrepant results since the pump diaphragm kit and wz1 manifold kit valve were replaced. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. A malfunction was identified. Based on the information within the complaint record, the device(s) failed to meet performance specifications or otherwise perform as intended at the customer site. However, a systemic issue and/or product deficiency was not identified.

Event description:
A physician questioned an architect stat troponin-I result of 1.42 ng/ml because it didn't match the clinical picture for the patient. The patient was redrawn. No treatment was given based on the reported result. The customer uses 0.2 ng/ml as a critical value. The result of 1.42 ng/ml was not retested prior to reporting out of the laboratory. No adverse impact to patient management was reported. The following data was provided: initial sample ID (B)(6); reported result 1.42 ng/ml; repeat result 0.02 and 0.01 ng/ml; redraw sample ID (B)(6); results 0.01 ng/ml twice.